Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had no delivery alarm and difficulty in reading the monochrome screen even with the screen light. Customer's blood glucose value was unknown. Customer stated that the indicator symbol and audible warning could be confusing because it was representing many possible issues with no clear indication of warning or problem. The device will not be returned for analysis.